Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the physician was attempting to use reef hp device, the balloon ruptured. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Additional information received reported that pta was being performed to right central vein and the lesion exhibited little calcification evaluation summary: the device was visually inspected and no damaged point was detected on the shaft. The balloon was unfolded. Balloon inflation was performed and a leakage was detected on the balloon. A longitudinal cut was detected on the balloon surface due to a burst. (B)(4).